Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad on insulin pump was unresponsive. The customer¿s blood glucose was 139 mg/dl. The customer stated that the insulin pump damage, there was crack on the battery compartment and keypad was unresponsive. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.